Event description:
A beckman coulter fse (field service engineer) reported that a customer had received negative anion gaps from qc (quality control) results and calibration failures for calcium and sodium during a service visit involving the unicel dxc 800 synchron system. The fse found a leak at the eic (electrolyte injection cup) on the instrument. The operator was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse discovered that the brass fittings on the cup was slightly pulled out of the eic assembly which caused the leak. The fse could not get the fittings to create a tight seal and proceeded to replace the eic. Results: failure mode of the leak is attributed to the brass fittings which was slightly pulled out of the eic assembly. Beckman coulter internal identifier for this report is (B)(4).